Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) wedge resection of the lung. The stapling device was being applied to the lung parenchyma. The powered stapling handle ran out of power mid-fire leaving the reload partially fired and clamped down on the tissue. The surgeon attempted to manually retract the knife blade using the retraction tool, but did not incorrectly and further jammed the reload. The handle of the manual retractor broke. The incision was not extended by more than one inch. There was unanticipated tissue loss as a result of this problem. The patient has no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, it was hanging on loosely. The amount of tissue damaged that fits within the jaws of the reload.